Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on mammogram and physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-nov-2021, mentor received additional information regarding the suspected medica device. The suspected medical device is a 325cc mentor smooth round moderate profile prosthesis (catalog: 3501650 , lot #: 5668378). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 9-dec-2021, the suspected medical device was returned for evaluation. On 13-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. In addition, a tear within the crease/fold was observed measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).